Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): too slow flow or fast flow. Four diffusers used on the same patient (at home). Drug: ceftazidime.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used empty easypump ii lt 125-25-s in open packaging. The received pump was taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not blocked. After opening the top cap and removing the closing cone, we detected solution (liquid) respectively crystallized drug residues at the filling port (lli-cone). Moreover, the sample was approximately filled up to the nominal volume of 125 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. We have informed our manufacturer accordingly. As the complaint sample was contaminated with cytotoxic drug and has crystallized, further investigation is not possible. Nevertheless blockage due to crystallization issue is addressed in CAPA 001475. We assess this complaint to be not "judgable".